Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue. Evaluation revealed that the patient access panel side b, slider body is open. (B)(4).

Event description:
Customer reported the zipper on panel b is damaged. Customer did not specify the type of damage. The date when the issue was discovered is unknown. No patient incident or injury was reported.